Manufacturer narrative:
On may 3, 2023, the distributor provided the following information: pump history was reviewed and no information was observed that confirmed the reported issue. Pump was tested and it was found to function without any issues.

Event description:
It was reported that the pump had a "bolus calculation problem". There was no reported adverse impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted. H3 other text : device not returned.